Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the pulse generator implant procedure, the physician noted a puncture of the subclavian vein occurred and caused pneumothorax. The patient experienced difficulty breathing and the patient's condition declined. The physician performed a drainage to address the pneumothorax and noted that the passing the needle was difficult due to the patient's anatomy. The patient was transferred to another hospital to the intensive care unit and was in stable condition. On (B)(6) 2016 the patient deceased. There is no know allegation from a health care professional that suggests that the death was device related. The cause of death was not confirmed. No additional was reported.